Manufacturer narrative:
Device lot number unavailable. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while outside of procedure. It was reported that the straight suction was damaged. There was no patient present when the issue occurred.